Manufacturer narrative:
The customer was issued a quote for repair. The customer has not yet pursued repair of the device therefor the reported issue was not verified or duplicated. The root cause could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was returned to stryker for evaluation and the issue was duplicated and verified. The power module was replaced to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.